Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by cardio and continued basal insulin. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.